Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in a common femoral artery was attempted with a proglide device, using a pre-close technique, prior to an interventional abdominal aortic aneurysm (aaa) procedure. Reportedly, when trying to pass a guide wire through the proglide device, the proglide device appeared to have a narrowing that did not allow the wire to pass through. The sutures of two additional proglide devices were preplaced, with the same guide wire, using the pre-close technique. The aaa procedure was completed and hemostasis was achieved with the successfully preplaced sutures of two proglide devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The reported difficult to insert the guide wire could not be confirmed as the returned guide wire used in the procedure and proxy were backloaded through the sheath without resistance noted and dissection confirmed no damage or misplacement of the seal valve. The reported event and subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling.